Manufacturer narrative:
(B)(4). It was indicated that the device is not returning; therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that patient was scheduled for an intraocular explant in secondary procedure from patient¿s left eye on (B)(6) 2019 because of patient experiencing pseudophakia, myopia, astigmatism which impacted patient with decreased visual acuity. Additional information was received, and it was learnt that the lens was explanted on (B)(6) 2019. There was no incision enlargement, no sutures, no vitrectomy required. Patient was doing fine when discharged. Visual acuity pre-op (pre-initial implant): (B)(6) 2018 (20/70 -2); visual acuity post-op (post-initial implant): (B)(6) 2019 (20/50 +2); visual acuity post-op (post-replacement): (B)(6) 2019 (20/80 +2). No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-(B)(4) and CAPA-010215.